Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer stated that there was no other pump error before the open book image was displayed on the screen. Customer also stated that the insulin pump was exposed to moisture. Customer was advised to place pump in storage mode. Customer also was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.